Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient's remote home monitoring system indicated that there was a product performance issue with this device. The local boston scientific field representative was unaware of any device issue. There were no adverse patient effects reported. The device remains in service.